Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced multiple failures. The customer clarified that the system would "lock up." Not allowing them to print, admit or discharge patients, or access the full disclosure tab. Live waveforms were still working. No patient harm or injury was reported. Investigation summary: the customer was unable to print or perform any admit or discharge functions, as the selections were reportedly grayed out. The customer indicated the screen can be navigated; however, some features are not working properly, (although live waveforms are still working, there is nothing in full disclosure that could be selected). According to the customer, the staff performed a hard reboot of the device to correct the issues, to no avail. The device was returned, cleaned, decontaminated, and evaluated. During the evaluation of the device there were no issues found and nihon kohden repair center (nk rc) was unable to duplicate the reported issue. There were no signs of physical damage or fluid intrusion. During testing, the device was subjected to (24) twenty-four hours of extended testing and passed all inspection, meeting specifications in all areas, with no issues found with the device. The customer was provided with a replacement device to resolve the issue. Nk was unable to confirm the reported issue or determine a definitive root cause of the reported issues, based on the evaluation of the device. However, based on the available information, it is possible that the issue was due to a user related error, or a network facility environmental or software issue, which can lead to the reported issue. Although we were unable to determine a definitive root cause of the issue, we have identified some potential causes of the issues where the cns device experienced multiple issues, (including app advisory error message issues, the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out), which are explained in further detail below. Potential causes.

Event description:
The customer reported that the central nurse's station (cns) experienced multiple failures. The customer clarified that the system would "lock up." Not allowing them to print, admit or discharge patients, or access the full disclosure tab. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) experienced multiple failures. The customer clarified that their system would "lock up", not allowing them to print, admit or discharge patients, or access the full disclosure tab. Live waveforms still work. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.